Event description:
When pt went to the hospital for programming, impedances were found to be higher than 2000 ohms. They opened and checked the lead. The lead broke at the position 2 to 3 cm up the joint. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). Final device analysis of the lead revealed a reliability non-conformance. All four conductors were broken 3.5 cm from the proximal end of the lead. Visual observation noted that the conductor coils were crushed in multiple locations along the length of the lead. The lead was severely stretched and the conductors were pulled out of the tubing at the #3 electrode. The #3 conductor was broken at the #3 electrode weld site due to severe stretching of the lead at the electrode. The lead is stretched, the #0 connector is pulled out of place, and the #0 conductor broke at the #0 connector weld site. All the circuits were opened. There were no shorts between circuits.